Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). (B)(6) need assistance on 8100 s/n (B)(4) is showing an error code 242.4030 , dennis would like to know what this error code mean, I told dennis that the error code was a motor stall . I suggested to dennis that we can first ensure if the problem is mechanical or electrical by attaching pump to pcu, once connected open the door ( if fingers moved or you hear it trying to move its mechanical / if fingers does not move it's electrical) according to dennis he can¿t hear any movement at all, then it appears that is an electrical issue, it could the motor controller board might be faulty. I also mention our level 1 flat rate repair, I would recommend to send it in because the cost of level 1 is cheaper than purchasing the motor controller board. That would be an option for dennis, he said he will consider sending it in for repair.